Event description:
It was reported that the catheter was found kinked at the insertion/anchor site during an implant procedure on 2013 (B)(6). It was noted that the surgery technique was very good. After the catheter was reconnected, the doctor was unable to efficiently aspirate the catheter and unable to flush preservative free normal saline. The doctor decided to put a new collet on the system. The doctor was still unable to flush or aspirate. Insertion and access to the spine was very textbook. It was strongly felt there would not be a kink in this area. The doctor decided to put a new pump segment of catheter on, therefore, he was given a new catheter. The patency of flushing the side port was checked again. With the new segment attached, the doctor was still unable to flush or aspirate. The doctor then released the sutures on the bi-wing anchor and retracted the catheter slightly. The catheter then easily aspirated and flushed. A new anchor was attached; the catheter was re-tunneled and connected to the pump. Aspiration and flushing via the side port was performed successfully. The incisions were then closed. No patient symptoms were reported. The device system delivered baclofen. It was later reported that the patient status was unknown; however, the patient was to follow up with the doctor on the week of the report. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient was up to 125 mcg/day, but was still not getting efficacy. It was not decided if the healthcare provider (hcp) planned to do a bolus challenge or planned to do a pump myelogram.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8785 lot# n359114, implanted: 2013 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
Analysis of catheter (B)(4) revealed no significant anomalies. There was a tear in the seal near the guide ring. Analysis of catheter (B)(4) revealed no significant anomalies. The catheter was incomplete and returned in segments. It passed all acceptable testing. Analysis of the anchor and anchor deployment tool revealed no anomalies. The anchor was still attached to the tool when returned.